Manufacturer narrative:
(B)(4) (unable to confirm complaint): based on the complaint history, a specific root cause of the event could not be determined. Lens not returned.

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -12.0 diopter in the patient's right eye (od) on (B)(6) 2010. A anterior subcapsular cataract was observed on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to low vaulting. The lens was exchanged for a longer lens. The problem was resolved. Patient visit on (B)(6) 2015 - ucva was 20/24. See MFR #2023826-2015-01278 for left eye.

Manufacturer narrative:
Device evaluation - the lens was returned dry in a lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic torn/broken/bent/deformed. Work order search: two similar complaint was reported for units within the same lot. (B)(4).